Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unspecified. Used unknown for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd syringe luer-lok¿ tip leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd syringe luer-lok tip leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.